Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5099387. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient had an allergic skin reaction to the patch adhesive. The sensor was inserted into the abdomen on (B)(6) 2020. The reaction was described as chemical burns which occurred six days after the sensor had been inserted. Her skin started to blister and ooze until she had to remove the sensor. She went to an allergist and he reported that it was due to the acrylic used in the adhesive. She stated that she had scarring from the rash. She stated that with some skin reactions she had instances of very high and very low blood glucose levels while having to wait for a replacement sensor to warm-up. She tried various unspecified preventive measures, but none worked. No additional patient or event information is available.